Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible on the hypotube, consistent with handling. The balloon was tightly folded. The hypotube was separated at the distal end of the hub, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. The strain relief tubing was torn at the separation. The material at the tear was jagged. There were multiple bends through out the entire length of the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is likely the shaft and hub were inadvertently handled during removal from the dispenser coil or during preparation, resulting in the noted tear in the strain relief tubing, hypotube separating, and noted bends. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported hypotube separation appears to be related to the operational context of the procedure.

Event description:
It was reported that when the nc trek rx was removed from the hoop, it was seen that the shaft had separated below the hub approximately 1 inch from the end. The break appeared to be clean. The device was not used and there was no patient involvement. There was no clinically significant delay in therapy. Although cath lab staff reported this occurred during removal from the loop, the sales representative thought the balloon appeared to have been possibly prepped. Though requested no additional information was provided.